Event description:
Per the clinic, the patient experienced pain over the implant site and discontinued use of the device. Subsequently the device was explanted on (B)(6), 2014.

Manufacturer narrative:
This report is filed july 30, 2014.

Manufacturer narrative:
(B)(4).